Event description:
During laparoscopic assisted vaginal hysterectomy the ethicon stapler misfired. Reloaded and reinserted misfired staple. Staples failed to close adequately. Excessive bleeding continued along the staple lines. This had to be cauterized to stop the bleeding. Other similar incidents have occurred with this procedure using the ethicon tsw35. Later (about one week) these presented with pelvic abscess secondary to a hematoma. [Event date 9/16/98]

Event description:
During laparoscopic assisted vaginal hysterectomy the ethicon stapler misfired. Reloaded and reinserted misfired staple. Staples failed to close adequately. Excessive bleeding continued along the staple lines. This had to be cauterized to stop the bleeding. Other similar incidents have occurred with this procedure using the ethicon tsw35. Later (about one week) these presented with pelvic abscess secondary to a hematoma.

Event description:
During laparoscopic assisted vaginal hysterectomy the ethicon stapler misfired. Reloaded and reinserted misfired staple. Staples failed to close adequately. Excessive bleeding continued along the staple lines. This had to be cauterized to stop the bleeding. Other similar incidents have occurred with this procedure using the ethicon tsw35. Later (about one week) these presented with pelvic abscess secondary to a hematoma. [Event date 8/12/98]

Event description:
During laparoscopic assisted vaginal hysterectomy the ethicon stapler misfired. Reloaded and reinserted misfired staple. Staples failed to close adequately. Excessive bleeding continued along the staple lines. This had to be cauterized to stop the bleeding. Other similar incidents have occurred with this procedure using the ethicon tsw35. Later (about one week) these presented with pelvic abscess secondary to a hematoma. [Event date 7/15/98]